Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 upon sensor failure, patient's mother removed sensor and could not see sensor wire.